Event description:
It was reported that the target lesion was at the bifurcation of the posterior descending artery and the atrioventricular artery, with heavy tortuosity, mild calcification and 90% stenosis. Pre-dilatation via the kissing balloon technique (kbt) was performed with a 2.0 x 20 mm mini trek and a 2.5 x 15 mm non-abbott balloon, then a 2.5 x 24 mm non-abbott stent was implanted in the posterior descending artery. After stent implantation, the mini trek was placed in the atrioventricular artery and kbt was performed with the non-abbott balloon. Then a 2.5 x 18 mm non-abbott stent was implanted in the atrioventricular artery and kbt was performed again with the mini trek balloon and a non-abbott balloon. It was noted that the hub detached from the hypotube while negative pressure was applied. The physician was holding the hub lightly when the detachment occurred. The use of the mini trek was stopped due to a suspected adhesion failure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: hiryu 2.5 x 15 mm. Guide wire: runthrough extra floppy. Guide cath: brite tip 7f al/st. Stent: nobori 2.5 x 24 mm, 2.5 x 18 mm. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and on the shaft, consistent with preparation. The balloon was loosely folded. The hypotube separated at the distal end of the hub, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is possible the hub and hypotube were inadvertently handled during the procedure resulting in the hypotube kinking and ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Although a conclusive root cause could not be determined, due to the location of the separation, a product deficiency could not be ruled out.